Event description:
Leak in anesthesia machine. Vaporizer not properly seated in manifold. Failed leak test but machine was used. Several similar leaks since reported. Possible to pass leak test and not be properly seated. This case appears to have resulted in light anesthesia and complaint of some recall, no pain. Only recalled treatment of bronchospasm.